Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The replaced part is not available for further evaluation. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.